Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Physician reported "ultrasonic - twisted implant surface structure changed". The device was explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: missing shell approximately (75% -100%). A weight test of the device was verified and the device underweight. Based on the device analysis the final assessment is: inconclusive, only gel was received analysis is not possible.

Event description:
Physician reported "ultrasonic - twisted implant surface structure changed". The device was explanted and replaced. This record relates to the left side.

Event description:
Physician reported a left side "defect".